Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer requested assistance setting up blood glucose reminder on insulin pump. Customer's blood glucose was 50 mg/dl, which was treated with glucose tablets.